Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that within a couple of weeks of implant, the patient alert triggered, and the right ventricular (rv) and atrial leads exhibited high impedances. A setscrew issue was suspected as the cause. The device alerts were programmed off, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.